Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. External visual inspection resulted in no failures related to complaint. The receiver will boot and charge. Unit displays initialization screen and continuously resets without displaying trend graph or date/time set. Receiver download cannot be performed with receiver in this state. Opened unit,passes interior visual inspection. Performed receiver download with main board separated from ui-u1. Functional test and pairing test cannot be performed due to continuous initialization. The download review show loss of connection within the relevant dates of this investigation. The complaint was confirmed because we can see a loss of connection in the cloud data. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.